Manufacturer narrative:
The customer reported that they had a problem with their therapy cable. There was no report of patient involvement. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that they had a problem with their therapy cable. There was no report of patient involvement.